Event description:
The customer reported this atrial lead was noted with high threshold measurements and explanted, with no adverse patient effects reported. The location of the lead is unknown; the lead was actively implanted for approximately 4 years, 3 months.

Manufacturer narrative:
The manufacturer is trying to locate this lead and any additional information. If additional information is received, the event will be updated. Threshold elevation is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.